Manufacturer narrative:
(B)(4). This complaint is for a system error 2240 during the drain stage. The nurse reported that there is a possibility that one of the connections may have been loosened; however, no further evidence was found to support this statement. The problem is not confirmed and the assignable could not be determined. The patient was able to resume therapy with new supplies. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use, during drain 4 of 4. The patient had air in the line formed from the transfer set to the hc. The nurse stated that the patient did not disconnect from the set. They cycled the power to clear the alarm. Baxter product surveillance was contacted by the registered nurse (rn) on (B)(6) 2011 regarding reported problem. Registered nurse (rn) stated that they just ended therapy on the machine since the patient was almost done with therapy. The rn stated there were no negative side effects caused by this alarm. The patient is able to continue therapy fine, and is not having any further problems. The rn stated they did not notice anything different or unusual with the supplies that could have caused the alarm. Rn stated that the patient did connect themselves that evening and believes that the alarm was due to a loose connection. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.